Manufacturer narrative:
A patient experienced ineffective stimulation and x-rays indicated the lead was fractured was reported to abbott. No intervention is scheduled. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received wherein the scs system was explanted to address the issue.

Event description:
It was reported the patient experienced ineffective stimulation and x-rays indicated the lead was fractured. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: quattrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000129010.